Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. This complaint was discovered during the investigation of (B)(4). The air in line alarms were confirmed through the event history log reviews. The cause was undetermined. If any add'l info is received, a supplemental report will be sent. The upstream sensor was replaced.

Event description:
Air in line alarms were found in the event history log during eval. It was reported there was no pt injury.